Event description:
I have undergone two breast augmentations. My first augmentation was in (B)(6) 2017 and (B)(6) 2019 for a revision and lift because of a capsular contracture. I had my breast implants removed (B)(6) 2022. I started experiencing abnormal changes in my health around six months of getting my breast implants including rashes and hives around my face, chest and neck area, persistent itching all of over my body, scalp, acne lesions, exercise intolerance, fatigue, shortness of breath, asthma, dizziness, vertigo, difficulty swallowing, brain fog, shoulder, chest, and back pain, muscular and joint pain. I was very physically active person with no existing health issues before getting breast implants. I worked out 5-6 days a week, ate a balanced diet and considered myself someone who prioritized living a healthy lifestyle. I have had regular visits my primary care physician (pcp) since having breast implants attempting to alleviate my symptoms. My pcp highly recommended removing my breast implants to avoid any permanent damage that might occur as a result of having my breast implants. FDA safety report ID# (B)(4).